Event description:
It was reported the system failed to boot up. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board, power control board, and the single board computer were replaced during the service call. The system was tested and found to be working as intended and put back into service.